Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of adjustment ring. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had the blurred and indistinct screen. There were no reports of patient harm.

Event description:
It was reported, that the rigid video scope had the blurred and indistinct screen. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6), e1: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.